Manufacturer narrative:
Serial number and item number are not available at this time.

Event description:
It was reported that a smiths medical pump read that it was delivering blood although the blood was not making its way completely through the extension set. After the occlusion in the extension set was resolved by priming several times, the pump intermittently read "occlusion" for the first 10 minutes of the infusion once it began. There were no subsequent issues for the remainder of the four hour infusion.